Manufacturer narrative:
D3: manufacturer address 1- (B)(6).

Event description:
It was reported the patient experienced a skin burn. An iceforce 2.1 cx 90 degree needle was chosen for a cryoablation procedure to treat a site in the patient's kidney. The procedure occurred in a different room than the one used routinely for this type of procedure. In addition, the device was placed under ultrasound instead of computed tomography (CT), so a different size drape with a larger field was used that exposed more of the patient's skin. When the patient was moved to take a CT scan, it is likely that the cryoablation tubing laid against the patient's skin unexpectedly. Consequently, frostbite occurred on the patient's skin. The procedure was completed with the original device and the patient is expected to fully recover.

Manufacturer narrative:
Correction to b2: outcomes attrib to adv event, b5: describe event or problem section, and h6: impact codes. Update to h6: evaluation conclusion codes and evaluation method codes based on additional information. D3: manufacturer address 1- tavor building 1, industrial park. Detailed product information was not provided to boston scientific. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the lot # is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported the patient experienced a skin burn. An iceforce 2.1 cx 90 degree needle was chosen for a cryoablation procedure to treat a site in the patient's kidney. The procedure occurred in a different room than the one used routinely for this type of procedure. In addition, the device was placed under ultrasound instead of computed tomography (CT), so a different size drape with a larger field was used that exposed more of the patient's skin. When the patient was moved to take a CT scan, it is likely that the cryoablation tubing laid against the patient's skin unexpectedly. Consequently, frostbite occurred on the patient's skin. The procedure was completed with the original device and the patient is expected to fully recover. It was provided that the patient was given silva cream and antibiotics to treat the burn.